Event description:
It was reported that although the device powered on there was no sound at all out of it. There were no alarms or beeps. The display was working properly and the device was able to engage in monitoring. No patient incident was reported.

Manufacturer narrative:
The returned device was evaluated. During an inspection of the inside of the device, the unit was found ot have been subjected to liquid ingress. A service history review reveals that this unit wa sin the field for over 2 years with no previous reported issues prior to thi reported event. It was reported that no patient incident occurred.